Event description:
On (B)(6) 2022, drive devilbiss healthcare was notified by health canada about an incident that occurred on (B)(6) 2022, during which a patient using a devilbiss 10 liter oxygen concentrator died following equipment shutdown during a power outage. Devilbiss identified the distributor of the unit as medigas, and immediately contacted medigas to investigate. Devilbiss has confirmed that medigas is now in possession of the unit, and will provide additional information, including the serial number of the unit and access to the unit for purposes of evaluation and testing, shortly. Drive intends to trace all internal documents regarding the unit as soon as we receive the serial number, and will also arrange to inspect, evaluate and test the unit as soon as possible.

Event description:
Drive devilbiss healthcare was notified by health canada about an incident that occurred on (B)(6) 2022, during which a patient using a devilbiss 10 liter oxygen concentrator died following equipment shutdown during a power outage. Devilbiss identified the distributor of the unit as medigas, and immediately contacted medigas to investigate. The device was obtained by devilbiss for evaluation where it was determined that the unit was operating to specification, including the power failure alarm. There was no evidence of a device malfunction, unit operated as intended.